Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿adhesive /hydrocolloid contaminate d / dirty¿. A potential root cause for this failure mode could be ¿material handling¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings and precautions: 1. Do not use the statlock® device where loss of adherence could occur, such as with a confused patient, diaphoretic or non-adherent skin, or when the access device is not monitored daily."

Event description:
It was reported that the adhesive of the statlock was weak. It is unknown how soon the patient noticed the adhesive was weak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the adhesive of the statlock was weak. It is unknown how soon the patient noticed the adhesive was weak.